Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an increase in threshold, a sensing anomaly and low pacing impedance was observed; an echo gram revealed the lead had become dislodged. The lead was revised.